Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photo and image were provided for review. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post port placement, catheter was allegedly broken. It was further reported that part of the catheter had fallen in the heart. Reportedly, part of the catheter was under the skin and then intervention was taken to capture and remove the catheter that has fallen from the heart. The current status of the patient is unknown.

Event description:
It was reported that six months and thirteen days post a port placement, catheter was allegedly broken. It was further reported that part of the catheter had fallen in the heart. Reportedly, part of the catheter was under the skin and then intervention was taken to capture and remove the catheter that has fallen from the heart. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a catheter was returned for evaluation. One photo and images were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted to the distal end of the attached catheter and the distal catheter segment was not returned. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular. The investigation is confirmed for the reported fracture and material separation issues. However the investigation is inconclusive for the reported migration issue as the reported issue cannot be confirmed from the provided x-ray image. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: b5, h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.